Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This patient's hip was revised due to loosening of the primary aml stem at the bone to cement interface (non cemented) and due to the lack of bone ingrowth of the stem. The surgeon said there was no issue with the stem itself, the patient's bone just never grew into it. No surgical delay noted. Doi: unknown; dor: (B)(6) 2020 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.